Event description:
On 27-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 251 mg/dl after the cgm sensor had expired and the device entered bg run mode. The user manually entered a fingerstick value and paired a new sensor to resume automated dosing. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.